Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Problem statement: "user opened the package and checked the integrity of the device found out the stent is 1/4 out of sheath. User changed another same product to finish the procedure." Device evaluation: the zilbs-635-8-8 device of lot number c1410116 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony it is known that the device had been removed from the packaging so that an integrity test could be performed. The user did not attempt to advance the complaint device. Another of the same device was used to continue the procedure. The device related to this occurrence underwent a laboratory evaluation on the 02 august 2018. On evaluation of the returned device, 2.3 cm of the stent was partially deployed. The red safety trigger was in place. The device was flushed through the hub with no issues but resistance was felt when flushing through the side port. A 0.035¿ wire guide was advanced through the device with no issues. The stent was deployed, was undamaged and measured 8.0 cm in length which was within specification of 8.0 cm +/- 0.2cm. Complaint is confirmed as the failure was verified in the laboratory. The stent was found partially deployed with the safety trigger still in place. Possible root causes for this complaint could include incorrect device handling. It is possible that during removal from the packaging and/or device prep, incorrect handling caused or contributed to compression of the flexor resulting in partial deployment of the stent while the red safety trigger was still in place. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. Document review: the zilbs-635-8-8 device of lot number c1410116 contains rmn# 18-204 (flexor 200cm 6fr). Rmn#18-204 (flexor 200cm 6fr) is subject to incoming qc inspection as per iqc0523. A review of incoming qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution all zilver 635 biliary devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1410116) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1410116. Summary: complaint is confirmed as the failure was verified in the laboratory. The stent was found partially deployed with the safety trigger still in place. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted under the precedence of "premature deployment of stent with safety lock in place'. User opened the package and checked the integrity of the device found out the stent is 1/4 out of sheath. User changed another same product to finish the procedure.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted under the precedence of "premature deployment of stent with safety lock in place'. User opened the package and checked the integrity of the device found out the stent is 1/4 out of sheath. User changed another same product to finish the procedure.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted under the precedence of "premature deployment of stent with safety lock in place". User opened the package and checked the integrity of the device found out the stent is 1/4 out of sheath. User changed another same product to finish the procedure.